Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion breaching the outer insulation and exposing the outer coil was found at 8.0 cm to 9.0 cm from the distal tip. Abrasion are consistent with friction to another device or feature of the patient's anatomy.

Event description:
This report is to advise of an event observed during analysis.